Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The impella 5.5 was placed for the 68 year old male patient via the right axillary graft site. The pump was placed pre-operatively. The patient underwent surgery for mitral valve replacement, bypass/CABG for the coronary arteries, and the left atrial appendage clip. The 5.5 was used in combination with the automated impella controller (aic). The aic did have placement signal issues post-operatively despite the physician stating the cross clamp was not at the pump sensor. The pump and aic were not replaced and remained on for the entire support.

Manufacturer narrative:
Additional information was received indicating that the pump was explanted without issue and the patient outcome is good. The pump will not be returned for investigation.

Manufacturer narrative:
Because the device was not returned, a physical evaluation or analysis could not be performed. A review of the device history record confirmed that the device passed all post-sterilization inspection checks. With respect to the reported anemia and hematoma, the root cause could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation.